Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically low r-waves. It was further reported that the implantable cardioverter defibrillator (ICD) displayed question marks for last charge energy measurement. The ICD and lead remain in use. No patient complications have been reported as a result of this event.